Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt was fully functional and able to detect and treat. However, upon evaluation, the trunk connector was unable to securely latch with a test monitor. The cause of the insecure connection is likely a damaged connector. The root cause of the damaged connector cannot be positively identified. An investigation into the trunk connector latch issue is currently underway. No adverse event resulted from the damaged connector. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient's electrode belt was returned for an unrelated issue. Upon servicing the electrode belt, the trunk cable connector would not latch. Patient was issued a replacement belt.